Manufacturer narrative:
Additional devices listed in this report: cat # 64811120, lot # eebmk, description: mrh knee fem m lft; cat # 64811220, lot # edmdd, description: mrhk fem distal blk 10mm m; cat # 64786630, lot # t3321, description: ti dur reg fluted stem 16x80mm; cat # 64812150, lot # ldu247, description: mrh hdp assembly pack. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding infection involving an mrh insert was reported. The event was not confirmed. Method & results: -device evaluation and results: visual, dimensional, functional, and material analysis inspections were not performed as no items were returned. -medical records received and evaluation: not performed as no medical records were provided. -device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusions: the source of the infection could not be determined as clinical history, and results of bloodwork for infection were not provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes and the return of the devices are needed to complete the investigation. It was also concluded that there is no indication the event is related to a manufacturing issue. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened. Additional devices added to this report: cat # 64953102, lot # 005424ae, description: gmrs proximal tibial standard. Cat # 64812100, lot # 035787, description: mrh tib rot comp xs-xl. Cat # 64812120, lot # ctd984, description: mrh axle. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that patient had removal of gmrs proximal tibia due to infection. Leg was amputated above knee.

Event description:
It was reported that patient had removal of gmrs proximal tibia due to infection. Leg was amputated above knee.

Manufacturer narrative:
An event regarding infection involving a mrh insert was reported. The event was not confirmed. Visual, dimensional, and functional inspections were not performed as no items were returned. Medical evaluation not performed as no medical records were provided. Device history review. The device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for the lot or sterile lot referenced. The exact cause of the event could not be determined because insufficient information was provided. No further investigation is required at this time.

Event description:
It was reported that patient had removal of gmr's proximal tibia due to infection. Leg was amputated above knee.